Event description:
A customer reported "unk footswitch type" detected during surgery. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The company rep did find several instances of system message (sm) - footswitch not connected at system start up, or footswitch disconnected when system is on and sm - unk footswitch type is detected, in the system's event log. The company rep replaced the footswitch printed circuit board (pcb) and the dvd bezel. The company rep then reinstalled the software. The system was the tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).